Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer that insulin pump had received hardware low level failure. Customer's blood glucose was unknown at the time of incident. Customer stated that they were unable to clear the alarm. Customer troubleshot was performed. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump passed the displacement test and self test. All audio tones were heard during the self test properly. Adjusted the audio options audio volume 1-5 and each setting functioned properly. No unexpected audio anomaly or absence of audio alarms noted, however, pump error 63 alarm is found in the formatted history file due to broken traces at keypad assembly.